Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: uterus'), heavy menstrual bleeding ('increased bleeding during menstruation/continues to experience bleeding/abnormal bleeding (vaginal, menorrhagia)') and uterine infection ('infection: uterine bacterial infection') in a 29-year-old female patient who had essure (batch no. 867688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), gravida ii, parity 2 ((B)(6) 2005 and (B)(6) 2013), bacterial vaginosis, chronic cervicitis, dysmenorrhea, uti, abdominal pain and hematuria. Concurrent conditions included adenomyosis. Concomitant products included alprazolam (xanax) from 2010 to 2014, hydrocodone from 2011 to 2014 and medroxyprogesterone acetate (depo provera). In 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 8 months after insertion of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes: extreme mood swings"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pains/ pain"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced depression ("psychological or psychiatric problems: depression"), hallucination ("psychological or psychiatric problems: hallucinations"), anxiety ("psychological or psychiatric problems: anxiety") and mental disorder ("psychological or psychiatric problems: mentally unstable"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (da vinci robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, uterine infection, pregnancy with contraceptive device, back pain, mood swings, vaginal haemorrhage, depression, hallucination, anxiety, migraine, mental disorder and abdominal pain lower outcome was unknown and the heavy menstrual bleeding and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain lower, anxiety, back pain, depression, hallucination, heavy menstrual bleeding, mental disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Previously reported date was (B)(6) 2006. Child born after essure placement has problems with the tendons in her legs being to short case number (B)(4). She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Smear cervix - in (B)(6) 2011: pap smear was ascus positive hpv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received. Reporter information, other relevant history, explant date and surgery type added. Seriousness criteria for previously reported events pregnancy with contraceptive device and pelvic pain updated to non serious. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: uterus'), heavy menstrual bleeding ('increased bleeding during menstruation/continues to experience bleeding/abnormal bleeding (vaginal, menorrhagia)') and uterine infection ('infection: uterine bacterial infection') in a 29-year-old female patient who had essure (batch no. 867688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), gravida ii, parity 2 (B)(6) 2005 and (B)(6) 2013), bacterial vaginosis, chronic cervicitis, dysmenorrhea, uti, abdominal pain and hematuria. Concurrent conditions included adenomyosis. Concomitant products included alprazolam (xanax) from 2010 to 2014, hydrocodone from 2011 to 2014 and medroxyprogesterone acetate (depo provera). In 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 8 months after insertion of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes: extreme mood swings"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pains/ pain"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced depression ("psychological or psychiatric problems: depression"), hallucination ("psychological or psychiatric problems: hallucinations"), anxiety ("psychological or psychiatric problems: anxiety") and mental disorder ("psychological or psychiatric problems: mentally unstable"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (da vinci robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, uterine infection, pregnancy with contraceptive device, back pain, mood swings, vaginal haemorrhage, depression, hallucination, anxiety, migraine, mental disorder and abdominal pain lower outcome was unknown and the heavy menstrual bleeding and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain lower, anxiety, back pain, depression, hallucination, heavy menstrual bleeding, mental disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Previously reported date was (B)(6) 2006. Child born after essure placement has problems with the tendons in her legs being to short case number (B)(4). She was currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Smear cervix - in (B)(6) 2011: pap smear was ascus positive hpv. Lot number report 867688 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device: uterus"), menorrhagia ("increased bleeding during menstruation/continues to experience bleeding/abnormal bleeding (vaginal, menorrhagia)"), uterine infection ("infection: uterine bacterial infection"), pregnancy with contraceptive device ("pregnancy (no complications)") and pelvic pain ("pelvic pains/ pain") in a 29-year-old female patient who had essure (batch no. 867688-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), gravida ii, parity (B)(6)2005 and (B)(6)2013), bacterial vaginosis, chronic cervicitis, dysmenorrhea, uti, abdominal pain and hematuria. Concomitant products included alprazolam (xanax) from 2010 to 2014, hydrocodone from 2011 to 2014 and medroxyprogesterone acetate (depo provera). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. In (B)(6)2013, the patient experienced mood swings ("hormonal changes: extreme mood swings"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criterion medically significant). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced depression ("psychological or psychiatric problems: depression"), hallucination ("psychological or psychiatric problems: hallucinations"), anxiety ("psychological or psychiatric problems: anxiety") and mental disorder ("psychological or psychiatric problems: mentally unstable"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, uterine infection, pregnancy with contraceptive device, back pain, mood swings, vaginal haemorrhage, depression, hallucination, anxiety, migraine, mental disorder and abdominal pain lower outcome was unknown and the menorrhagia and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered abdominal pain lower, anxiety, back pain, depression, hallucination, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Previously reported date was (B)(6)2006. Child born after essure placement has problems with the tendons in her legs being to short case number (B)(4). She was currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: total bilateral occlusion. Smear cervix - in (B)(6)2011: pap smear was ascus positive hpv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device: uterus"), menorrhagia ("increased bleeding during menstruation/continues to experience bleeding/abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("pregnancy (no complications)") and pelvic pain ("pelvic pains") in a (B)(6) female patient who had essure (batch no. 867688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), multigravida, parity 2 (((B)(6) 2005 and (B)(6) 2013)), bacterial vaginosis, chronic cervicitis, dysmenorrhea, uti, abdominal pain and hematuria. Concomitant products included alprazolam (xanax) from 2010 to 2014 and hydrocodone from 2011 to 2014. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and mood swings ("hormonal changes: extreme mood swings"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine infection ("infection: uterine bacterial infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced depression ("psychological or psychiatric problems: depression"), hallucination ("psychological or psychiatric problems: hallucinations"), anxiety ("psychological or psychiatric problems: anxiety") and mental disorder ("psychological or psychiatric problems: mentally unstable"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, uterine infection, mood swings, vaginal haemorrhage, depression, hallucination, anxiety, migraine, headache, mental disorder, abdominal pain lower and back pain outcome was unknown and the menorrhagia and pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain lower, anxiety, back pain, depression, hallucination, headache, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Previously reported date was (B)(6) 2006. Child born after essure placement has problems with the tendons in her legs being to short case number (B)(4). She was currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Smear cervix - in (B)(6) 2011: pap smear was ascus (B)(6). Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received. Events per pfs: hormonal changes: extreme mood swings; pregnancy (no complications); abnormal bleeding (vaginal, menorrhagia); infection: uterine bacterial infection; psychological or psychiatric problems: depression, hallucinations, anxiety; migraines/headaches; migration of essure device: uterus; perforation (uterus) were added. Lot number added, patient's medical history was added. Essure drug code was updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.